Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed visual analysis by x-ray, confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was attempted due to a damage on the electrode end. No adverse patient effects were reported.